Event description:
Unknown difficulty with the catheter. X-ray was taken after initial placement and it appeared okay. The catheter was removed and the doctor noticed that the catheter was kinked. Contact person is concerned that the entire catheter has not been returned. Tungsten tip is present. Catheter tip is flattened.